Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functionality and stress testing with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs showed that an ECG signal was viewable through the pads for a period of time until the user changed from the pads view to the lead I view. During this time, the CPR feedback continues and the device is still registering a valid patient impedance. However, the ECG signal will not be presented onto the display until the user changes the view back to pads view or any of the defib related functions are used. This is not an indication of a device malfunction, the user would need to switch to the pads view to obtain the ECG signal via the electrode pads. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.